Event description:
It was reported that during retraction into the introducer sheath, the distal end of the catheter, including the entire balloon, detached in the introducer sheath. The detached segment was removed with the sheath. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. The device was returned. The detached balloon segment was returned inside the introducer sheath. The detachment location at the butt joint was examined under 10x magnification, and the edges of both ends of the detached segments were relatively smooth. Functional testing could not be performed. The investigation is confirmed for balloon detachment and retraction difficulty; however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.